Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 452 (mg/dl). Customer administered boluses with the pump to treat bg levels; however, bg levels would rise again. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they would change their infusion site and tubing. Reportedly, customer went to the emergency room (ER) later that day because bg levels remained elevated above 400 (mg/dl). While in the ER, customer was treated with intravenous fluids. Customer was released from the ER on 05/29/2016 with a bg level of 297 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.